Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing , the reported 'failed downstream occlusion', was not reproduced. The device was tested for downstream occlusion detection and passed,. A review of the event history log revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.